Manufacturer narrative:
Concomitant products: 479888 lead implanted (B)(6) 2020; w4tr01 crtp implanted (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead exhibited intermittent far field r-wave (ffrw) oversensing. The right ventricular (rv) lead exhibited undersensing noted on stored electrograms (egm). The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.